Manufacturer narrative:
Reporter is a synthes employee. Part: 321.133, synthes lot: 6972670-47, supplier lot: 6972670-47, release to warehouse date: august 31, 2012, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the repair technician reported the device failed torque testing. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer; no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation at service and repair on (B)(6) 2021, the torque limiting handle with quick release hex coupling was found to have failed calibration. There was no patient involvement. This report is for a torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).